Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm and had a blank display. The customer¿s blood glucose level was unknown. The customer state the display returned. Troubleshooting was performed for error alarm and noticed alarm recurring during normal pump use. The customer also performed self-test and it did pass. Advised that the pump will need to be replaced. Advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No external ram crc error, unexpected restart alarm and no blank display anomaly noted during test. (B)(4) .